Event description:
The customer called in to report that the power adapter for the pump in style breastpump was broken and wires were exposed in the housing, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Should additional information or the original product be rec'd, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product and get additional information are ongoing. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.